Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to closure peritoneum during laparoscopic transabdominal preperitoneal procedure, the needle came off the thread when the peritoneum was near. The needle fell into the cavity of the patient and was retrieved. Another suture was used to complete the case. There was no patient injury.